Event description:
The reporting facility stated that this patient had developed an infectio shortly after the intacs inserts were implanted in their left eye in 2005 to treat keratoconus. Ther were no complications noted during the patient's initial implant surgery. The patient did present ten days after the initial surgery with an infectin in their left eye. The intacs inserts were not exposed. After examining the patient, the physician immediately removed both segments ten days following implantation. The patient was palced on antibiotic (vigamox) therapy for seven days. It is not known if a bacterial culture had been taken, or if any bacterial growth had been recovered. There is also no information regarding the appearance of the infection in the patient's cornea. The physician stated that the patient had some sequelae from the infection, but there is not indicatin that the patient's cornea is not continuing to recover.